Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Episodes of noise were observed on the rv lead. Lead insulation damage is suspected. Hence, the lead will be explanted.